Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for no change trace results of ketone strips. The customer did not report symptoms neither medical attention. The product storage location is undisclosed. The ketone test strip lot manufacturer's expiration date is 05/18/2020 and open vial date is undisclosed.